Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that from n-link, it showed that the patient had high impedance on electrodes 8,10,12, and 15. This information was entered by another rep in 2018-jan-29 and high impedances were noted in 2019-jul by another rep for electrodes 2-7. On the day of the report, the rep couldn¿t check impedances due to low battery on the patient¿s implant. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.